Event description:
It was reported that during a system implant, the physician attempted to insert the subcutaneous electrode terminal pin into the electrode port of the generator however, the tip of the electrode was not visible beyond the connector block when viewed from the top. The physician stated they attempted reinsertion three times however were unable to confirm a fully inserted electrode pin. A new electrode was requested so as to check whether electrode pin insertion was the source of the resistance. The new electrode was also unable to be fully inserted into the connector block thus, the physician requested a new generator. Using the second implanted electrode and the new generator, complete insertion of the terminal pin was achieved; confirmed via visibility on the connector block. Following system implant, defibrillation testing was completed with normal system measurements obtained. Both attempted implant products have been received for laboratory analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies; setscrews moved freely in both directions. The returned electrode was then inserted into the header port, at which time the tip was confirmed visible beyond the setscrew block. The setscrew was then tightened and the lead confirmed properly retained within the header port. Additionally, engineers performed x-ray imaging to assess pin length insertion. These images again confirmed proper insertion with no evidence of a product malfunction. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during a system implant, the physician attempted to insert the subcutaneous electrode terminal pin into the electrode port of the generator however, the tip of the electrode was not visible beyond the connector block when viewed from the top. The physician stated they attempted reinsertion three times and were unable to confirm a fully inserted electrode pin. A new electrode was requested so as to check whether electrode pin insertion was the source of the resistance. The new electrode was also unable to be fully inserted into the connector block thus, the physician requested a new generator. Using the second implanted electrode and the new generator, complete insertion of the terminal pin was achieved; confirmed via visibility on the connector block. Following system implant, defibrillation testing was completed with normal system measurements obtained. Both attempted implant products have been received for laboratory analysis. No resulting adverse patient effects were reported.